Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was concern over undersensing and time to therapy along with efficacy of the shock. Boston scientific technical services (ts) was consulted to review the data. X-rays were taken and sent in for review. The physician chose to reposition the electrode at the xiphoid location. Testing was performed during and post reposition with good results. It was noted the new location of the electrode covers more heart muscle. The electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was concern over undersensing and time to therapy along with efficacy of the shock. Boston scientific technical services (ts) was consuted to review the data. X-rays were taken and sent in for review. The physician chose to reposition the electrode at the xiphoid location. Testing was performed during and post reposition with good results. It was noted the new location of the electrode covers more heart muscle. The electrode remains in service and no additional adverse patient effects were reported. Additional information was received that ts reviewed the data and found the concern with time to therapy in the previously treated episodes was elongated due to variable morphologies and the rate being below the lowest treatment zone. Ts noted that the shock vector appears to be improved with the new electrode placement. Ts further indicated that the current sensing vector showed appropriate r-wave amplitude around 2mv with smart pass back on and a very good r to t wave ratio. The induced tachyarrhythmia does have good sensing and detection of the fine ventricular fibrillation (vf) with appropriate time to therapy.